Event description:
The customer reported a false positive result, with the ID now covid-19 assay were performed on (B)(6) 2022,involving lot number (m179810) quantity (1),on a nasopharyngeal swab.conformation test (pcr,liat) was performed, and generated negative result . No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m179810 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m179810, test base part number 190-430 / lot m179810. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m179810 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000.